Event description:
It was alleged that the cot dropped with a patient on it and the patient was allegedly injured and taken to the emergency room for evaluation. Further information was not provided regarding the alleged injury.